Event description:
It was reported to philips the device failed to power on. There was no reported harm to the involved pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.